Event description:
As reported in the feb 2010 obstetrics & gynecology journal, a pt underwent an attempted novasure endometrial ablation in 2006 for menorrhagia at an unk institution. "According to the operative report, the novasure device failed to activate appropriately after it was placed in the uterine cavity. Given the high suspicion for uterine perforation, diagnostic laparoscopy was performed. At that time, a small midline fundal uterine perforation was discovered and coagulated with bipolar cautery for hemostasis. Completion of the endometrial ablation was not attempted at that time. Three months later, the pt returned to her gynecologist, where reattempted endometrial ablation with novasure was completed successfully." We have been unable to obtain add'l info surrounding this event.

Manufacturer narrative:
Lot and serial number not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review could not be conducted for the disposable device as a lot number was not provided by the complainant. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. If add'l relevant info is received, a supplemental medwatch will be filed. (B) (4).